Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was blank. The device's lcd screen and backlight cable were replaced to address the issue.